Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to (B)(6). The customer stated that she was feeling tired and thirsty. At the hospital her blood glucose reading was 200 mg/dl. The customer also stated that her glucose meter wasn't reading accurately, and needed to be replaced. Nothing further was reported.